Event description:
The customer reported to olympus that the colonovideoscope had a defect and had a bright ring in the image. No reports of patient harm. During the evaluation the following reportable malfunction was found: jet-tube had remains of white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord and the connecting tube had buckling; the light guide lens and the scope connector cover were cracked; the forceps channel port was deformed; the grip had a scratch; the adhesive on the bending section cover and the objective lens had a chip; due to clogging of jet tube in control unit, water cannot be supplied; due to wear of angle wire, bending angle in up direction and due to a crack on the plastic distal end cover, insulation resistance value at distal end did not meet the standard values. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the event occurred during a diagnostic colonoscopy. The procedure was completed using the same device without delay and no harm caused to patient/operator. The device inspected before procedure.